Event description:
A report was rec'd that the trial pt had pulled the trial lead out of her back. The pt's pain was so severe that she took 18 percocet tablets and passed out. The pt was transported to the hospital then released after a few days. The physician determined the pt's pain was procedure related and is treating the pt with pain medication.